Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6)2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/29/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #3 is being corrected from blank to 07/30/2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 17l dialyzer, an external fluid leak was observed from the header. There was no patient injury or medical intervention associated with this event. No additional information is available.